Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing no delivery alarm. During troubleshooting for no delivery alarm the infusion set, reservoir and insulin was changed and was facing the same issue. Customer reported after the trouble shoot insulin flow block alarm reoccurred and was occluded. The insulin pump will be replaced, and customer agreed to return the product for analysis.